Event description:
It was reported that patient experienced palpitations with activity. It was also reported that there was oversensing noted on a high rate episode. Rwave or twave oversensing was suspected on the atrial lead. Reprogramming was performed and the patient walked without symptoms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .